Manufacturer narrative:
The pump is sent to their pathology department first before it is released. It will then be attempted to be collected for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right subclavian axillary artery in a 53-year-old male patient presenting with acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient¿s comorbidities were not specified, however was noted to be scai shock stage e, requiring extracorporeal membrane oxygenation (ECMO), multiple vasopressors/inotropes, and ventilatory support prior to and during impella support. While on support, the device demonstrated intermittent motor current spikes, intermittent loss of purge pressure and purge flow, and discrepancies in performance level and impella flows on automated impella controller (aic), raising concern for potential device thrombosis. The care team elected to remove the impella 5.5. The device was successfully explanted without complication. Visual inspection at the time of explant identified thrombus present surrounding the motor. Prior to the impella 5.5 being explanted, the pump showed to be operating at p-2 with recorded flows of approximately 2.4 liters per minute. The purge solution consisted of 5% dextrose in water with 12.5 units/ml of heparin, with a recorded purge flow of 8.1 ml/hour; purge pressure was not recorded. Throughout the event, there were no reported episodes of hemodynamic instability associated with the device behavior or during device removal. The patient tolerated device explant without the need for continued impella support. Thrombus formation is a recognized complication of mechanical circulatory support; however, this event is more likely attributable to the patient¿s advanced critical condition and the need for multiple mcs devices.